Event description:
Sales representative reported a left side "event." Healthcare professional later reported rupture, and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: not observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b6, d4, d9, h3, h4, h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported a left side capsular contracture and rupture. Device remains implanted.

Event description:
Sales representative reported a left side "event." Healthcare professional later reported rupture, and capsular contracture baker grade ii. Device has been explanted.